Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - use with a 12f sheath. (Per the instructions for use, the device is indicated for use with a 5f to 8f sheath.) The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the perclose proglide sutures were deployed using a preclose technique through a 6f in the ipsilateral and contralateral common femoral artery before an abdominal aortic aneurysm (aaa) procedure. The sheath was upgraded to a 12f sheath. While advancing the non-abbott 12f sheath on the ipsilateral side, the common femoral artery was torn slightly. During closure, the sutures closed the contralateral side successfully, the pulse was good. However, advancing the knot on the ipsilateral side was difficult and the physician thought that the knot may have been caught up on subcutaneous tissue. He decided to open the tissue tract to try to "clean out" the knot when the suture was inadvertently cut. Hemostasis was achieved surgically and with a non-abbott device. There was no adverse patient sequela. The physician is reported to be in-training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive cause for the reported knot advancement. Knot advancement failure as reported can be influenced by, but is not limited to, manufacturing, patient anatomical conditions and/or user technique. During manufacturing, all devices undergo a variety of link, suture, knot and needle-related inspections and a sample of devices from each lot are functionally tested. There was no reported user technique contrary to knot advancement instructions in the proglide instructions for use (IFU). The complaint information did report that while advancing the non-abbott 12f sheath on the ipsilateral side, the artery was torn slightly. The IFU states that the perclose proglide device is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Based on the reported information and the inspection criteria, a definitive cause of the reported difficulty in advancing the knot could not be determined; however, the artery being slightly torn when the non-abbott 12f sheath was advanced could be a possible contributing factor. Review of the device lot history record did not reveal any non-conforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that the perclose proglide sutures were deployed using a preclose technique through a 6f in the superficial femoral artery (sfa) and contralaterally in unspecified artery before an abdominal aortic aneurysm (aaa) procedure. The sheath was upgraded to either a 12f or 14f sheath. After the aaa procedure, the sutures in the unspecified artery achieved hemostasis. However, the sutures in the sfa broke when they were pulled on. Another proglide was deployed and after hemostasis was achieved with the knot, the groin pulse was weak. A cut down was performed and the sfa was noted to have quite a bit of plaque and the sutures had closed the artery. The artery was reopened surgically and hemostasis was achieved. There was no adverse patient sequela. It was reported that the physician did not take a femoral angiogram before deployment of the sutures. The physician is reported to be in-training in the use of the device. No additional information was provided.